Event description:
It was reported during a meniscal repair surgery when the surgeon opened the carton, found t1 was outside of the shaft. The surgeon assembled t1 to its original location and use it, but after t1 was implanted, t2 fell out. All the t's were remove from the patient. A backup device was used to complete the surgery and the delay was 15min. No patient injury was reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle confirming a complete deployment. No ts or suture were returned. The reported complaint of t1 pre-deployment cannot be confirmed. The condition of the device indicates the trigger was advanced causing the reported pre-deployment of t2.